Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump had a cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer's mother reported unresponsive buttons. Customer's blood glucose was 356.4 mg/dl. Customer's mother also stated that buttons only work sometimes. Customer could not recall any significant events leading to the keypad issues. Customer is advised to disconnect from the insulin pump and revert to her back-up plan while a replacement insulin pump is being shipped. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.